Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, a catheter shaft breakage occurred. While performing a live run, the catheter shaft broke during pullback. The procedure was completed with another same device. No patient complications were reported.

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, a catheter shaft breakage occurred. While performing a live run, the catheter shaft broke during pullback. The procedure was completed with another same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the male/female luer connection was disconnected and the imaging core was outside of the sheath assembly. Imaging core wind up in the telescope assembly was observed during visual analysis. Unable to reinsert the imaging core back into the sheath assembly due to the imaging core wind up. No broken imaging core or sheath was observed during visual analysis a kink was observed in the sheath assembly at 6.5cm from femoral marker at proximal side. The guidewire exit port was lifted 0.5mm and ripped 1.5mm long. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.